Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high, out of range atrial pacing impedance was observed. Patient was asymptomatic. The lead impedance was re-measured in clinic and was found to be normal. The out of range impedance was unable to be reproduced with isometrics. Emi was suspected as the patient was on the phone during a lightening storm. The device will continue to be monitored.